Event description:
It was reported that the patients lead was fracture and was confirmed trough an x ray. The patient was also experiencing inadequate stimulation. Additionally, the spinal cord stimulator (scs) lead was nearly overlying on the spine which caused irritation. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted leads were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14531753.

Event description:
It was reported that the patients lead was fracture and was confirmed trough an x ray. The patient was also experiencing inadequate stimulation. Additionally, the spinal cord stimulator (scs) lead was nearly overlying on the spine which caused irritation.